Event description:
A customer reported poor suction, timing was unknown in unknown eye of a patient. There are multiple related reports for this facility. This report addresses a pi (B)(4) and other manufacturer reports will be filed.

Manufacturer narrative:
Device evaluated by MFR: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(6).

Manufacturer narrative:
A review of the device history record (DHR) traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. Further information and logfiles are requested, but not received. The sample was not returned to the manufacturer for evaluation. A sample was not received at the production site and insufficient information was provided; therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).